Event description:
The following has been reported: when the pump was switched on, patient got electrical shock. No consequens for him, he just felt electrical shock on his arm. The pump was powered by cable. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in brézins for investigation. Once in brézins, nothing was noticed during both external and internal check. Reported events "could" not be reproduced, electrical tests are compliant, and the quality control too. There was no technical or "functional" issue that could be identified for this device which worked as intended. Therefore, this complaint is considered as not valid. Preventive maintenance must be carried out this complaint is considered as not valid for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.